Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The suspected root cause of the event was insulation damage of the ra lead. The ra lead was deactivated to resolve the event. The patient was stable.